Event description:
There were some very small metal fragments in the ria bone graft that were re-inserted back into the defect in order to stimulate healing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 314.743, synthes lot # 9961622, supplier lot # 9961622, release to warehouse date: 09 mar 2016, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drive shaft-minimum 520mm length-for use with ria (p/n 314.743, lot # 9961622) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device (hex drive feature) was broken off. The broken distal tip was struck inside the ria reamer 352.253s, 14l1969. The observed device condition was consistent with the reported complaint condition, thus confirming the complaint. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq. Outer diameter of the drive shaft was measured to be within specification as per the drawing. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed drive shaft assembly ria drive shaft ria. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Conclusion: the complaint condition was confirmed for the drive shaft-minimum 520mm length-for use with ria (p/n 314.743, lot # 9961622) as the distal tip of the device was broken off. The reported condition of embedded device cannot be confirmed as the x-ray images does not show any embedded devices in the body. While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces there was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the ankle on (B)(6) 2020, during insertion of the initial reamer/irrigator/aspirator (ria) shaft, it would not advance like usual. The surgeon kept pushing and spinning and after about 1m the ria head broke at the legs along with the ria shaft tip inside the canal. The fragments were completely removed from the canal. It was not realized that the tip of the shaft was broken until after a second try with a another ria head. Eventually the surgeon went down to a smaller ria head and new ria shaft and achieved bone graft into the filter. The procedure was successfully completed with other medical intervention and 30 minutes surgical delay. There was a patient consequence reported. This complaint involves three (3) devices. This is report 3 of 3 for (B)(4).